Manufacturer narrative:
Per tandem¿s t:flex user guide: ¿only humalog and novolog have been tested by tandem diabetes care, inc., and found to be compatible for use in the t:flex system. It is not intended for use with any other delivery substance.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. During the system check with tandem technical support, it was determined that the infusion set tubing should be changed. Reportedly, the customer used apidra insulin. The customer's blood glucose level was 313 mg/dl. The customer changed the site and delivered a correction bolus.